Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. A review of the manufacturing records could not be performed as the lot number was not available, as such no UDI number was available. The date of implant and events are estimated as actual dates were not provided. It is not known if this event has been previously reported. Complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement.

Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015, this patient underwent urgent repair of a symptomatic aortic dissection. The primary tear was in zone 3, extending to zone 5. The tevar indication was for aortic rupture. Two conformable gore tag thoracic endoprostheses were implanted. The patient was in ICU for 2 days, and discharged to home on pod (post-operative day) 5. The maximum aortic diameter within the treated aorta was 31mm. On pod 38, aortic enlargement within the treated aorta was identified. The maximum aortic diameter within the treated aorta was 50mm. The cause of the aortic enlargement was not provided to gore. On pod 339, the patient expired. The cause of death was unrelated to the disease or treatment.